Manufacturer narrative:
Results: the needle portion of one used device and a photo were returned for evaluation. A visual inspection of the returned unit and photo showed a broken needle. Thirty retention samples were also evaluated and all checks were found to be satisfactory and within specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6330582. Conclusion: although the returned sample and photo showed a broken needle, an absolute root cause for this incident cannot be determined. An attempt to replicate the defect was made (i.e. To break the needle off the device) and it was found that significant force was required.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. Broke off in a patient's vein during the blood collection process. The healthcare worker noticed this the next morning while removing the swab and found a 3 cm long needle in the patient's vein. The needle was completely removed with tweezers. There was no report of serious injury or medical intervention.